Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a leucovorin infusion of 150 ml/hr on a primary set was connected at the lower y-port to an irinotecan infusion of 285 ml/hr where the leak occurred. The patient did touch the leaking fluid and was directed to wash his hands. There was no patient harm.

Manufacturer narrative:
The customer¿s report of medication leakage at the connection site between two texium-bonded IV sets was not confirmed. The returned texium sets were functioning effectively throughout investigational testing. No leaks or indications of a leak source were observed. The root cause of the reported leak was not determined.

Event description:
A 291ml bag of leucovorin was infusing on the primary line with a texium at the end, at a rate of 145.5 ml/hr over 120 minutes. The leak occurred at the lower y-port where another primary set with a texium was connected and infusing a 519ml bag of irinotecan at a rate of 346 ml/hr.

Manufacturer narrative:
Concomitant medical products: 250ml hospira bag ndc (B)(4), lot number 80-118-jt, leucovorin and 500ml baxter bag ndc (B)(4), lot number y226142, exp may 18 irinotecan. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.